Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 110-145mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips have been properly stored and were first opened 2 1/2 weeks ago. Customer performed a back to back blood test and obtained 146mg/dl and 158mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concern with the two blood test that were taken on (B)(6) 2016 166mg/dl at 12:57pm & 157mg/dl at 12:56pm. Customer states that is getting erratic blood results with the meter. Customer run a back to back tests and got 180/140/100mg/dl. Customer informed is using the meter for two years and the erratic blood results started 2 days ago. Check meter memory and the time and date are not set correctly. The memory results reviewed on those reading that customer, customer have never seen back to back range out of expected results in this significance difference before.